Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error. The down arrow and act buttons on the insulin pump was not working. The keypad was sticking for the past 8 months. Customer's blood glucose level was 565 mg/dl. The insulin pump rewound. Several motor error alarms were found in the alarm history. The insulin pump had a crack on the screen. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.